Event description:
The stent was successfully deployed on august 26,1997, in the svg. On september 3,1997, it was noted that the pt had developed a staph infection of blood. Pt was successfully treated with antibiotics.